Manufacturer narrative:
Received 1 silicone catheter. The reported issue was confirmed as manufacturing related. Per visual inspection a cut 0.5¿ from the bifurcation area on the drainage lumen was found. Per functional evaluation, water was injected by way of the drainage lumen and leakage was noted from the cut below the bifurcation area on the drainage lumen. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4) the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was urine leakage from the shaft of the catheter, while the device was being used on a patient.